Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 599 mg/dl on their blood glucose meter. The consumer reported she administered five (5) units of insulin because she felt nauseous and was irritable. The consumer went to the ER where they tested the consumer on the hospital blood glucose meter getting a result of 156 mg/dl. Time of tests are unk. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in out directions for use. The meter and test strips in question will be returned for eval.